Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-7510-005 goldvac integrated smoke pencil, pushbutton was being used on (B)(6)2022 and ¿had an issue with the cautery. It kept firing even without the surgeons using the button on the cautery. And the cautery was indeed active. Turned the machine on/off 3 times and the smoker evacuator on/off once. It did not resolve the issue. No apparent harm. Potential burn harm to people working within the surgery.¿. There was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
B5: updated to reflect that no more information was known regarding this event. Correction: g4 was changed from yes to no. The device will not be returned for evaluation and no photographic evidence was provided; therefore, the event cannot be verified. A 2 year lot history review could not be conducted as a lot number was not provided. A device history record review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 9 reports, regarding 7 devices, for this device family and failure mode. During this same time frame 619,100 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps or significant discoloration. Verify that the electrode is full and securely seated in the pencil before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-7510-005 goldvac integrated smoke pencil, push button was being used on 2jul22 and ¿had an issue with the cautery. It kept firing even without the surgeons using the button on the cautery. And the cautery was indeed active. Turned the machine on/off 3 times and the smoker evacuator on/off once. It did not resolve the issue. No apparent harm. Potential burn harm to people working within the surgery.¿ there was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. Update: 24aug22 received email from the sales representative that no further information was known. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.